Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken power cord. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse verified the damaged power cord, and replaced the reel, then ran and passed all performance and function tests. Returned the iabp for clinical use. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse verified the damaged power cord, and replaced the reel, then ran and passed all performance and function tests. Returned the iabp for clinical use.

Event description:
N/a.